Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4). The dentist reported that after 1 month dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, the patient presented bone type iii.